Event description:
Plaintiff alleges becoming allergic to latex after wearing latex gloves. He alleges suffering from swelling, itching, rashes, and hives. He alleges he is now severely sensitized to latex and other chemicals, is severely restricted in his life as to where he can go, and what he can do with his life and will continue to suffer in the future. Wife alleges the loss of consortium of her husband.